Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as small, red, and itchy pimples. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied aloe to the area for the skin irritation. Follow up indicated that the skin irritation improved.